Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently connected the pt for treatment prior to the completion of priming the cartridge. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 20cc. No medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error, as the operator connected the pt prior to the completion of priming the cartridge. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.